Event description:
It was reported that the device power on reset (por) was indicated on a carelink transmission. The power on reset is related to an internal memory-scan feature finding an illegal address during a routine scan of the memory. The patient was seen and the por was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. The analyst noted an illegal address power on reset (por) occurred on 2014 (B)(6) with a battery voltage of 2.97 volts.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).